Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(6) was evaluated by zoll service personnel at the customer site. The reported complaint that the thermogard ivtm system displayed "m ID:09" (air trap assembly) error message was confirmed during archive data review. The root cause of the m ID:09 error was due to a defective air trap sensor block, likely attributed from the saline liquid found on the air trap sensor and sensor pc board caused by a leaking start-up kit (suk). The air trap sensor block was replaced to remedy the fault. During visual inspection, there was no physical damage noted on the ivtm thermogard console. The thermogard console passed the initial functional test without any fault or error. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no previous history of complaints reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the customer observed the start-up kit (suk) lot #unknown appeared to be leaking, the saline bag was about 1 inch of fluid left. Saline fluid was observed under the thermogard ivtm system (sn (B)(4)). The thermogard ivtm system displayed "m ID:09" (air trap assembly) and customer was unable to clear the error message and restart the console after drying out the air trap holder. Cooling blankets were used to continue with treatment. Catheter dwell time was 11 hours. No consequences or impact to the patient.